Event description:
Exactamix 250ml eva container (empty IV bags) are leaking at the middle port. There are two lots that we have identified to be a problem, however, not every bag from the lots are leaking, only some. We are unable to tell which bags are leaking until after the total parenteral nutrition or fluid is added to the bag. This leads to drug waste and workflow concerns due to the bag needing to be remade. This has the potential to delay patient care. One lot is unknown, one is 60452030 with expiration date 3/26, and the third is lot 60453891 with expiration date 3/26. (Of the 3 leaking bags - 1 bag with packaging was saved.)